Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bradycardia. It was also reported that the left ventricular myocardial (lv) lead exhibited a warning for high and undefined impedance, pacing failure and a confirmed, complete fracture near the lead pin. The fracture was confirmed by chest x-ray. The lv myocardial lead was initially reprogrammed, then approximately, two weeks later, the lv myocardial lead was capped and replaced. No further patient complications have been reported as a result of this event.